Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not boot up. A field service engineer (fse) replaced the drawer controller in main 3.2 because it was preventing the station from powering up. The module controller was also replaced preemptively, based on prior experience that it typically fails within a day or two after the drawer controller replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 401be station went down this evening. Upon inspected by the pm shift pharmacist, the device presented a black screen accompanied by clicking sounds, consistent with previous drawer failure incidents. The specific drawer caused the issue was unknown. Multiple reboot attempts have been unsuccessful, and the device remained non-operational. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.